Manufacturer narrative:
The abbott field service representative (fsr) reported experiencing an electrical shock when they touched the rear/side panel of the instrument. The abbott field service representative (fsr) determined that the source of the leak was the mixer 1 and r2 wash cups on the alinity c system, serial number (B)(6). The wash cups and low concentration waste lines were cleaned. The fsr then inspected the power supply, card cage, and driver box and found no evidence of liquid in those areas. The instrument was then flushed multiple times with no additional evidence of leaking. The instrument was then made available to the customer and there have been no additional shock events reported on this instrument. The wash cup, mixer r1, and the wash cup, r1 & r2 reagent probes, are considered the likely cause for the issue. The instrument service history review revealed zero (0) additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c system did not identify any related trends for the complaint issue. A review of tracking and trending for the parts associated with this complaint did not identify any trends. A review of the device history records did not identify any non-conformances or deviations for the parts associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. A cross functional team consisting of medical affairs, quality and technical operations reviewed the complaint information and determined there is sufficient information to indicate the adverse event described in this complaint is related to correct use, therefore a risk evaluation was initiated. A review of the alinity c system risk analysis for hazards related to shock has been analyzed and assessed. The hazards sources and modes of control have been addressed and implemented, therefore no updates needed to the risk management files. Product safety assessment indicated electrical shock is unlikely to have occurred as no damage to the instrument was observed. The side panel/skin of the alinity c processing module is constructed of non-conductive (polymeric) material. The rear access middle panel is constructed of painted conductive (metallic) material. The alinity c processing module is a ul/safety certified assembly that has been tested and evaluated for electrical shock hazards. Based on the investigation, no systemic issue or product deficiency was identified for the alinity c processing module, serial number (B)(6), wash cup, mixer r1, or wash cup, r1 and r2 reagent probes. Upon further review section h1 - type of reportable event was inadvertently selected initially as a malfunction / updated this section to correct the type of reportable event to serious injury. Updated section h6 - medical device problem code: initial: a0714, after further review updated to include code a0504.

Event description:
On (B)(6) 2023 at 21:15, the customer reported a leak from the alinity c processing module. The field service engineer (fse) arrived onsite to inspect the instrument and found the external waste lines blocked and the leak was coming from the low concentrate tank. The fse unblocked and cleaned the waste lines and external waste pump fittings. The fse flushed water lines and leak was no longer visible. On (B)(6) 2023 00:30, the customer reported again that the instrument was leaking and mentioned that the customer felt an electrical shock from the alinity c processing module. It was reported that the customer had diagnostic imaging performed, however no specific information was provided, but it was noted that she is doing fine. The field service engineer was still onsite but in a different area of the facility and informed the customer to turn off the instrument. The fse arrived at the lab at 00:45 and found the instrument still powered on. The fse went ahead and powered off the instrument himself and inspected the instrument again to find the source of the leak from mixer 1 and r2 wash cups. The fse cleaned and unblocked the wash cups and their waste lines down to the low concentrated waste tank. The leaking did not reach the power supply, card cage, or driver box. The fse mentioned he felt a small shock from behind the instrument but did not experience any harm and did not have to seek any medical treatment. No additional impact was reported.

Event description:
On (B)(6) 2023 at 21:15, the customer reported a leak from the alinity c processing module. The field service engineer (fse) arrived onsite to inspect the instrument and found the external waste lines blocked and the leak was coming from the low concentrate tank. The fse unblocked and cleaned the waste lines and external waste pump fittings. The fse flushed water lines and leak was no longer visible. On (B)(6) 2023 00:30, the customer reported again that the instrument was leaking and mentioned that the customer felt an electrical shock from the alinity c processing module. It was reported that the customer had diagnostic imaging performed, however no specific information was provided, but it was noted that she is doing fine. The field service engineer was still onsite but in a different area of the facility and informed the customer to turn off the instrument. The fse arrived at the lab at 00:45 and found the instrument still powered on. The fse went ahead and powered off the instrument himself and inspected the instrument again to find the source of the leak from mixer 1 and r2 wash cups. The fse cleaned and unblocked the wash cups and their waste lines down to the low concentrated waste tank. The leaking did not reach the power supply, card cage, or driver box. The fse mentioned he felt a small shock from behind the instrument but did not experience any harm and did not have to seek any medical treatment. No additional impact was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. MFR#3016438761-2023-00296-00 - submitted for incident involving the customer.